Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed in (B)(6) 2007 (the date was unknown) via tha at another hospital. It was reported that the patient had a pain and visit the hospital in (B)(6) 2020. The surgeon suspected pseudotumor by x-ray, then, performed the revision surgery on (B)(6) 2020 by replacing the liner, the head and the stem. The tissue and joint fluid were seemed dark. During the surgery, the collected blood overflew from joint. The surgeon confirmed blood tumor, not pseudotumor. The cause of blood tumor was unknown. The surgeon found metal wear of head neck junction. There was no loosening of tissues. The revision surgery was completed successfully, and it was unknown whether there was any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : following review of the information received, it was concluded that it was unlikely that a potential product issue was present. The complaint shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required.